Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device showed a therapy knob failure error. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.